Manufacturer narrative:
A review of the process confirmed that the device had been made with no locking screw, therefore, the dispatch date was delayed to ensure the component was conforming to specification when it left siw. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Event description:
It was reported by the surgeon that the operation date was delayed due as the component was delayed in being dispatched due to a manufacturing error. The error was corrected prior to the device being sent to the customer.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Common device name/product code was corrected from "custom distal femur" to "limb salvage system/kro". Expiration date corrected from 12/11/2014 to 11/12/2014.

Event description:
It was reported by the surgeon that the operation date was delayed due as the component was delayed in being dispatched due to a manufacturing error. The error was corrected prior to the device being sent to the customer. This is a supplemental report to 3004105610-2014-00156 ((B)(4)).